Manufacturer narrative:
(B)(4). The suoh 03 guide wire inserted in the concomitant corsair pro xs microcatheter was returned for evaluation. The returned corsair pro xs was curved for 150-200 from its tip which was buckled due to applied compressing force. From the proximal end of the tip through approximately 15mm of the distal shaft, corsair pro xs was significantly twisted. Suoh 03 which was out the tip of corsair pro xs had its spring coil elongated. The elongated spring coil was fractured at approximately 15mm distal to the mid solder (holds the spring coil onto the core) that was originally located at 60mm from the tip. Microscopic observation on suoh 03 found that the inner coil and the core wire that composes the core were fractured at the same location where the spring coil was also fractured. Observation by scanning electron microscope (sem) revealed that the core wire was bent proximal to its fracture end and circumferential cracks were on the surface of the core wire shaft, indicating bending stress had caused fracture of the core wire. Fine wires of the inner coil had necked fracture ends, indicating tensile stress had caused fracture of the inner coil. The spring coil had a flat fracture surface which suggested there was torsional stress generated as the spring coil had straightened. Measurement of the returned suoh 03 inferred that the core was fractured at approximately 45mm from the tip while the spring coil was fractured at approximately 55mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress applied as soutenir had pulled suoh 03 into the antegrade guiding catheter had most likely contributed to the observed fracture on the returned guide wire. Suoh 03 was likely being restricted its movement by tortuous collateral channel when it was pulled into the guiding catheter so that the applied stress would exceed the product design limit. Tensile stress generated with further attempt to pull suoh 03 then made the core and spring coil to elongate and eventually fractured. It was concluded that this event was not attributed to product quality. Because the separated part was not returned, it was unable to completely rule out potentiality that some fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi suoh 03 guide wire had detached during a percutaneous coronary intervention to treat a chronic total occlusion in segment #4 of the right coronary artery. The guide wire was used with an asahi corsair pro xs microcatheter to cross the lesion and delivered to segment #2 by retrograde approach. An asahi soutenir micro-basket was then used to drag the guide wire into the antegrade guiding catheter when the tip of the guide wire broke off. The separated tip was successfully retrieved by a snare. Plaint old balloon angioplasty was successfully completed with reestablished flow. There were no adverse patient effects associated with this event.